Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the original complaint could not be duplicated or confirmed. The pump was returned with all the keypad buttons operating appropriately. There was no physical damage on the keypad. The keypad cover was removed and there was no evidence of contamination observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission: 07/09/2015 ¿ correction describe event or problem: on 06/11/2015, the reporter contacted animas.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.